Event description:
The patient expired. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. Based on the clinical description, the root cause of the positioning issue was most likely use related. B.7 revised as this information was inadvertently omitted from the previously submitted report. D.6a and d.6b revised from the initial submission in accordance with updated procedures. E.1 last name was revised as previously entered incorrectly. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 codes 2017 and 4114 were reported incorrectly on the previously submitted report. New codes has been added. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was discovered that due to the user failing to tighten the fixation ring, the impella cp became dislodge from the left ventricle. A second pump was placed, and support continued.